Manufacturer narrative:
The company service representative examined the system. The footswitch interface pcb was replaced. The system was then tested and met all product specifications. Replaced parts are being sent in for in-house eval. (B)(4).

Event description:
Adverse event(s): "no pt involvement" (no pt involvement). Product problem(s): "system message displayed" (device displays error message). A scrub technician reported receiving a system message. A different footswitch and cable were tried, but the system message would not clear. The system was switched out. There were no delays, cancellations, or pt impact. Additional info was received: the scrub technician reported they were opening up the room, turned on the system and got the system message. They have 5 additional systems, so the system was switched out for another one.